Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. ER nurse starting new therapy. They states the icon was flashing and arctic sun device was audibly beeping, but there was no alert message on the screen. Explained that they would need to turn device off and on to correct this. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that ER nurse starting new therapy. They states the icon was flashing and arctic sun device was audibly beeping, but there was no alert message on the screen. Explained that they would need to turn device off and on to correct this. As they were turning the device off it alerted low flow (02). Powered device back on, restarted therapy and guided to diagnostics screen, system hours were 3485, pump hours were 3095, inlet pressure (ip) was 0psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Disconnected and reconnected pads using proper technique. No change in values. They would obtain a device from another unit. Stopped therapy and emptied pads. They would call back if they are unable to get therapy started on the new device. They emailed stating that they would like a quote for only the circulation pump repair at the depot. They stated that the device failed calibration error 2 (pre-warm inlet pressure error). It was determined that the device had a failed circulation pump. They requested a quote for 2000 hour service. Per follow up information received via phone on 11nov2024, it was reported that they confirmed a replacement of the circulation pump. And denies any further repair. Device ran without issue and has returned to service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that ER nurse starting new therapy. They states the icon was flashing and arctic sun device was audibly beeping, but there was no alert message on the screen. Explained that they would need to turn device off and on to correct this. As they were turning the device off it alerted low flow (02). Powered device back on, restarted therapy and guided to diagnostics screen, system hours were 3485, pump hours were 3095, inlet pressure (ip) was 0psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Disconnected and reconnected pads using proper technique. No change in values. They would obtain a device from another unit. Stopped therapy and emptied pads. They would call back if they are unable to get therapy started on the new device. They emailed stating that they would like a quote for only the circulation pump repair at the depot. They stated that the device failed calibration error 2 (pre-warm inlet pressure error). It was determined that the device had a failed circulation pump. They requested a quote for 2000 hour service.